Event description:
It was reported that during the service evaluation process the tip of the device was found to be broken off. As the event was found during the service process, no patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
The reported event that the tip of the device is broken off was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process the tip of the device was found to be broken off. As the event was found during the service process, no patient involvement or procedural delays were associated with the event.